Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. Upon investigating the incident, it was found that patient information did not populate. A technical support specialist attempted to remote into the tim server (mdcoap102047) via the rss web console but was unsuccessful. The specialist applied the beyond trust v21 rss package and tried to reconnect, but the attempt failed. The tss then tried to contact the customer and waited for a response, but no reply was received. As a result, the technical support specialist closed the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient information was not populating tissue and implant module server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients information were not populating tims. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.